Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to not replicate error 22020. The complaint regarding arm not working was not confirmed based on failure analysis. The root cause was not determined. The yaw and pitch sl assemblies, top plate, and degrees of freedom (dof) 5 & 8 rotors with gearboxes will be replaced as a precaution to the reported problem.

Manufacturer narrative:
Based on the claim against the product by the customer noting arm not working, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to floating and non-intuitive motion. System was tested and ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (same issue on a different day).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an arm was not working. The customer was not in the room and was not available for troubleshooting. The operating room staff proceeded with the case as a three arm system and requested a field service engineer to follow up after the case. The tse was unable to review the logs as the system was not connected to onsite. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.